Manufacturer narrative:
Product analysis (B)(4): brief description of complaint: during the case, the surgeon inadvertently touched the pacemaker and reported sparking from the device tip. The sparks went approximately 3 feet in the air hitting the scrub tech on the forehead. The tech was not burned, just stated he "felt it." The surgeon continued to use the same generator and device to complete the case and avoided touching the pacemaker with the device. The surgeon stated sparking has occurred in the past; however, this case the sparking was reported to be ¿excessive¿ investigation conclusion: the reported issue was not confirmed. There were no functional issues with this generator, as the unit passed all functional tests. Monopolar power output on cut and coag, bipolar power curve check and saline flow check are within specifications. The sparking and patient injury issue could not be replicated in the service environment. Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During a pacemaker exchange, the surgeon inadvertently touched the pacemaker and reported sparking from the plasmablade device tip.